Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 00877502802 bioloxâ® delta, ceramic femoral head, m, ã¸ 28/0, taper 12/14 lot#2993609, item# unknown stem lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during initial hip arthroplasty, the head did not move smoothly in the poly liner. This surgery was finished with backup product. Attempts were made to obtain additional information; however, none was available.